Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio determined that the external usb data cable was causing the reported loss of power.  After removal and replacement of the cable, proper device operation was observed through functional and performance testing.  The device was returned to the customer for use. The removed cable assembly was further evaluated in the failure analysis center.  It was determined that the +12 volt line within the cable was shorting out intermittently and when connected to the device, caused the device to lose power.

Event description:
The customer reported that their device had powered itself off during a patient event where the patient was only being monitored. The device did have fully charged batteries installed. The customer was unable to provide any additional information on the reported issue or the event. It is unknown if the patient suffered any adverse effects during the reported event.